Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender characteristics is female, the age is unknown. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcomes of pacemaker implantation in isolated congenital atrioventricular block. Progress in pediatric cardiology. 2020. Doi.org/10.1016/j.ppedcard.2020.101231. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacemaker implantation in isolated congenital atrioventricular block. The article reports patients who developed superficial wound infections, which responded to oral antibiotics. There was one patient who had a deep system infection that required total replacement of their implantable pulse generator (ipg) system. Another patient with chronic pain and worsening atrial lead sensing and had their ipg repositioned, and leads replaced at the time of elective generator change. Another patient had herniation of the sub rectus generator into the abdominal cavity that required repositioning. Two patients developed dilated cardiomyopathy subsequent to single right ventricular (rv) chamber pacing. Those two patients underwent a system upgrade to biventricular pacing. There was a lead which exhibited high ventricular thresholds due to dislodgement which required a lead replacement. The status/ disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event.